Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, the drug solution didn't come out upon injection at home. This occurred in several products.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-may-2022. H6: investigation summary: one open and thirty eight sealed 32g x 4mm pen needle samples and three photos were returned from lot. No. 1006702, cat. No. 320559. Visual examination was carried out on the open sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A clog test was carried out on thirty sealed samples as and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle clog. According to the patient's report, the drug solution didn't come out upon injection at home. This occurred in several products.